Event description:
Boston scientific received information that this right ventricular lead had dislodged. The r waves measured 2.0 millivolts. The patient underwent a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.